Event description:
A peritoneal dialysis pt's contact has reported that dialysis solution is leaking out of the cassette and into the cycler. Pt's wife states no ill effects or antibiotics taken. Effluent has remained clear. Pt continues ccpd without further difficulties. There is no sample available for eval.